Manufacturer narrative:
Pump failed to boot up properly, pump alarms reoccurring failed battery test during start up. Unable to perform displacement test, sleep current test, active current test, and self test due to reoccurring failed battery test. Test p-cap locked properly into the reservoir compartment, however cracked retainer ring was noted during visual inspection. Unable to download pump history files and traces using thus software due to reoccurring failed battery test. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly (pcba 1 and pcba 2) and force sensor. After swapping out pcba 2 with a test pcba 2 board, reoccurring failed battery test was confirmed isolated to pcba 2. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery cap contact damaged, scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, label damage, and cracked retainer. Failed battery test was confirmed during testing problem isolated to pcba 2. Unable to verify customer's complaint for back light anomaly and pump error 53 alarm due to reoccurring failed battery test. Retainer ring damage was confirmed during visual inspection. Battery cap contact damage was confirmed during visual inspection. Unable to download was confirmed due to reoccurring failed battery test. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated.  Further information will follow once the analysis has been completed.  No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the backlight anomaly and also received failed battery alarm and error 53 alarm. No harm requiring medical intervention was reported. Troubleshooting was performed and cleared the alarm advised using a new aa battery. The device will be returned for analysis.